Event description:
Substitute item was used to place umbilical lines on patient. After line was placed, line was not working (drawing back, no fluids were getting to patient) and provider determined the line needed to be pulled out of patient and replaced with different catheter.